Event description:
A report was received that the patient¿s ipg was causing discomfort. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient¿s ipg was causing discomfort. The patient will undergo an explant procedure.